Event description:
During follow-up for related complaint on (B)(6) 2010, the customer provided the quantity of affected product for this lot number; therefore, this complaint was opened for number 2 of 2 for this product code and lot number. The customer (B)(6) ((B)(6)) reported to the executive account that it was identified that there were 2 dialyzers with leaks. No injury to a patient was reported. A baxter clinical consultant has been in contact (i.e telephone calls and visit) with the customer, who is in charge of the infirmary unit; however she has not provided details of the event as of yet.

Manufacturer narrative:
(B)(4). Sample not available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. This is for the second of 2 dialyzer leak reports made by the customer for this lot and is associated to medwatch report number 1423500-2010-04001.

Manufacturer narrative:
(B)(4). The following information was obtained on (B)(4) 2010 by baxter (B)(4) 's hemodialysis project coordinator: the customer indicated that the dialyzers were reported to have leaks because when the circuit was primed with saline solution, a 'string' of the solution was observed inside the dialyzer but outside of the capillaries, and the blue and red couples of the machine (the connectors of the lines that carry the dialyzing fluid from the machine to the dialyzer) had not been connected to the dialyzer yet. It was assumed that the fluid was caused by the rupture of the membrane, and the dialyzer was immediately replaced for a new one following their routine procedure. The customer also indicated that no tests had been performed on the dialyzers and conclusions were based only on observations made by personnel who handled the dialyzer; he was not present at the time of the events, so he was unable to provide further details. Information regarding membrane permeability was reinforced with the customer. This membrane is prone to be permeable when it comes into contact with the saline solution and it is normal to observe fluid within the dialyzer's body before connecting the couplers. Baxter offered to provide retraining to the customer's facility. However, the customer indicated that in the event that it is considered applicable, training will be provided based on their internal training processes. Based on the above, the problem identified with the customer is the result of inappropriate handling of dialyzers or lack of knowledge regarding the membranes normal permeability when it contacts the saline solution. The dialyzers were never in contact with any patient blood thus, it is not possible to identify membrane rupture due to the presence of dialyzing solution inside and outside the capillaries. No further information is available. A manufacturing batch record review and retention sample review was performed. It was indicated that the manufacturing records, process inspection records and release inspection records of the concerned lot were reviewed and no abnormality was found. The lot was confirmed to have been manufactured under normal condition. It was indicated that retained samples of the concerned lot were checked visually and no damage was found on the hollow fibers. Also, a leak test was performed on retained samples under flooded conditions after priming and no leak from fibers or other places was confirmed.